Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the haptic was torn while it was advancing in the cartridge. The lens was removed without any patient incident.